Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus reviewed the following literature titled "clinical outcomes of endoscopic submucosal dissection for esophageal squamous cell carcinoma with esophageal varices: multicenter retrospective study." A retrospective cohort of 30 patients with esophageal squamous cell carcinoma (escc) complicating esophageal varices (evs), who underwent endoscopic submucosal dissection (esd) at eleven japanese institutions. (Type of adverse events/number of patients) uncontrolled intraoperative bleeding (1) esd was discontinued due to uncontrolled intraoperative bleeding. Esophageal stricture (1) the stricture was resolved with endoscopic balloon dilation. Death (6) no patient experienced surgical treatment, procedure-related death, or escc-related death.